Manufacturer narrative:
The insulin pump received with normal operating currents. The insulin pump monitored for several days and no low battery alert, battery out limit, off no power, or failed battery test alarms occurred during testing. The auto off feature is working properly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 153 mg/dl value properly from glucose meter. The insulin pump passed self-test however, an unexpected restart alarm found in the alarm history file due to corrupted history file. The insulin pump was unable to download to the carelink software due to alarm in alarm history screen. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reported he experienced high blood glucose. Customer complained about sensor reading discrepancies. Customer stated that the morning of the call the sensor was reading 69 mg/dl and but his blood glucose was 426 mg/dl and then at night sensor glucose was 129 and his blood glucose was still high at 462 mg/dl. Customer also reported that the insulin pump alarmed off no power. Customer stated this was the second alarms he received without a prior low battery alert. He stated he has been having battery issues since about (B)(6) 2015. The battery cap is not loose, cracked or damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.